Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (heavily calcified common femoral artery, morbidly obese). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Proglide (part 12673-03, lot unk) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present. The device was removed and a second proglide device was attempted but when the needle plunger was removed no suture was present. After removing the device, the posterior foot was found to be detached in the subcutaneous tissue, which was removed with hemostats. A cut down in subcutaneous tissue was performed to surgically achieve hemostasis. There were no reported adverse patient sequelae. Through requested, no additional information was provided.